Manufacturer narrative:
Customer reported that the device had failing occlusion. The pressure switch test was found to be activated high out of the pump manufacturing specifications. Performed pressure switch test, three separate delivery accuracy test and visual inspection of the pump. Problem was caused by defective occlusion sensor. Unable to determine who caused the problem. Replaced downstream sensor with upstream sensor and expulsor. .

Event description:
It was reported that the device had failing occlusion pressure range test. No patient injury was reported.

Event description:
It was reported that a smiths medical pump failing occlusion pressure range test/pump alarms at 44.07 psi/failed volume accuracy (20ml at 125ml/hr delivered).